Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 198mg/dl. The customer's expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of e-3 and e-3 using true track meter. The test strip lot manufacturer's expiration date is 03/19/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer stated blood glucose was elevated abnormally and that was the reason she was calling. Customer had no signs or symptoms of hyperglycemia. Customer does not have hga1c. Customer denied the need for medical help. Customer has not changed her diet, exercise or medications.